Manufacturer narrative:
(B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the device was in good condition. A functional evaluation was performed, and the guidewire would not load into the guidewire port. The device was observed under magnification and the guidewire port was obstructed by a fiber which was consistent when x-ray inspection was performed. No other problems with the device were noted. The product analysis revealed that the guidewire port of the truetome was obstructed by a fiber. Materials, testing, analysis and characterization (mtac) was performed on the fiber and the results showed that the fiber contained multiple components including spectra bands, consistent with cellulose material and polyethylene terephthalate (pet) polymer. These components are not part of the composition of the truetome device. The fiber could have occluded the guidewire port during the manipulation of the device or interaction with other devices or the endoscope. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a truetome 44 was to be used in the bile duct during a stenting of the pancreatic duct procedure performed on (B)(6) 2020. During preparation, the physician unpacked the truetome 44 device and found that the guidewire channel was blocked. The procedure was completed another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: there was a fiber found inside the luer of the guidewire port which is not part of the composition of the truetome device.